Event description:
It was reported that the ilet device was dropped during a supply change and subsequently split in half, rendering the display unusable and the device nonfunctional; the issue was associated with a display component and characterized as a failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed stress-related damage consistent with a component-level failure, aligning with a loss or failure to bond at the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.